Event description:
On wednesday, 4/24/96, an 82 yr old female pt underwent coronary artery bypass surgery utilizing standard cardiopulmonary bypass (cpb) techniques and physiologic monitoring. During the course of cpb, the arterial blood pressure (apb) was observed to approach 100mmhg. Upon zero reset of the abp system, the pressure was observed to read 45mmhg. Subsequent and frequent zero reset of the system demonstrated a serious abp zero drift problem. Upon completion of the surgery, the pt was placed on intra-aortic balloon pump (iabp) therapy to facilitate weaning from cpb. After termination of cpb, a normal abp was reported by the primary monior but was observed to be 50mmhg. Greater than the hypotensive abp reported by the iabp monitor. After zero reset of both monitors, the abp was found to be hypotensive as reported by the iabp monitor.